Manufacturer narrative:
Archive of the tracer pattern was reviewed. The tacer pattern includes points under the eye which is not recommended for tracer registration. User contacted and provided with recommendations for better tracer technique. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in an ent procredure, the surgeon alleged a 1cm inaccuracy after registration. Two different CT scans using tracer and pointmerge were used, with the same result. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). A medtronic representative, following-up, provided recommendations on tracer registration pattern techniques. Software investigation not completed at time of this report.